Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in biliary during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the handle was broken. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a0401 captures the reportable event that the handle was broken.